Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as 2134265-2013-04885, 2134265-2013-04886, 2134265-2013-04883. Same patient as 2134265-2012-00850, 2134265-2013-00848, 2134265-2012-00882, 2134265-2012-01912, 2134265-2012-01913. It was reported that post stenting procedure, stent restenosis occurred. In (B)(6) 2010, the patient presented with stable angina and was referred for cardiac catheterization which revealed two target lesions. The first target lesion was a bifurcated de novo lesion located in the 50% stenosed proximal left circumflex which was 10mm long with a reference vessel diameter of 3.0mm. The first target lesion was treated with direct stent placement using a 3.00 x 12mm taxus liberté drug eluting stent followed by post dilatation resulting to 0% residual stenosis. The second target lesion was a bifurcated de novo lesion located in the 70% stenosed first obtuse marginal which was 14mm long with a reference vessel diameter of 2.75mm. The second target lesion was treated with direct stent placement using a 2.75 x 16mm taxus liberté followed by post dilatation resulting to 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2012, a 3.5 x 24mm promus element plus everolimus-eluting platinum chromium coronary stent system was deployed in the first obtuse marginal and a 3.5 x 12 ion paclitaxel-eluting platinum chromium coronary stent system was implanted in the proximal left circumflex. In (B)(6) 2012, the patient presented with progressive angina with positive stress test and was subsequently diagnosed with worsening coronary artery disease. At the time of the event, the patient was taking aspirin and clopidogrel. The patient was referred for percutaneous coronary intervention. On the same day, the 80% diffuse in-stent restenosis of the study stent in the first obtuse marginal was treated with kissing balloon angioplasty resulting to 30% residual stenosis. The 70% diffuse in-stent restenosis of the study stent in the proximal left circumflex was treated with kissing balloon angioplasty resulting to 25% residual stenosis. After stenting procedure, the event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.